Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found a defective solenoid valve. The fse replaced the solenoid valve to resolve the issue. The fse performed calibration and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results including sodium (na), and chloride (cl) on their au5800 clinical chemistry analyzer. The erroneous results for four (4) patients were not reported out of the laboratory. The patient samples were repeated with results considered correct. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patients demographics. Customer provided data for four (4) patients.